Event description:
Dr said that there is something wrong with this iglesias working elemnt. It does make a funny intermittent buzzing noise. He said it was also doing it a couple of days ago on another case. It may be arcing. There is no report of injury.